Event description:
The report stated that the ls1500 did not seal on the uterine artery. The seal on the uterine artery was done once at 3 bars on the generator. This setting has always worked fine before. The surgeon was experienced with the device. The generator gave an end tone with a double beep. The bleeding was controlled and there was no patient injury. They brought in an old generator and used the same handpiece to complete the case. The same generator was used and reported on MDR # 1717344-2008-00011 on a different surgery.

Manufacturer narrative:
The generator has software rev 2.7 and has been returned. When the investigation is completed, a follow-up report will be sent.